Event description:
According to the reporter, while in the stomach in a redo laparoscopic nissen, on six devices, the needle kept coming out if the devices jaws when passed through tissue. To resolve the issue, a new device with a different lot number was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.